Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set leakage event on (B)(6) 2024. The infusion set was in use for 45 minutes. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case.